Event description:
Device is non-allergan, record is not reportable.

Event description:
Healthcare professional reported left side ¿capsular contracture, baker grade IV¿, "significant gel bleed", "calcification and extra capsular extension", and ¿exchange of a textured device due to patient's concern with product¿. This record is for left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and gel bleed.